Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two devices displayed gray battery status bars upon interrogation. The devices were not used and there was no patient involvement.